Manufacturer narrative:
(B)(4). Device manufacture dates: 9/11/13-9/17/13. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. In addition, 80 unused devices of the same lot were received. Visual inspection did not identify any issues with any of the devices. The actual device and unused devices were then docked to vials and connected to solution bags to test for leaks; no leak was identified from any device. The reported problem was not confirmed for the actual device nor for any of the unused devices. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked. This occurred during filling. The reporter stated the leakage appeared to originate from the white port of the adapter, at the very top of the clear plastic ring. There was no patient involvement. No additional information is available.